Manufacturer narrative:
The other additional 6 proglides are filed under a separate medwatch report numbers. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of a vessel was attempted using a proglide device relative to an unspecified procedure. Reportedly, a ¿cuff miss¿ occurred. Six additional proglide devices were used with the same results. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that a puncture closure of a vessel was attempted using a proglide device relative to an unspecified procedure. Reportedly, a ¿cuff miss¿ occurred. Six additional proglide devices were used with the same results. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. Subsequent to filing of the initial medwatch report, additional information was received. It was reported that suture placement in the calcified left common femoral artery was attempted with the six proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Following the failures, access in the right common femoral artery was gained and proglides successfully placed to continue the procedure. Manual arterial compression was used to achieve hemostasis on the left. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.